Event description:
It was reported when using the pyxis medstation es system, drawer failed to close.the customer stated that there was a delay in accessing medication to patient.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that drawer failed. A field service engineer, resolved the issue through remote. The system functioned as intended after the field service engineer troubleshooted the device.